Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available,

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee biplane system. During an aneurism embolization procedure, the digital subtraction angiography (dsa) roadmap image became misaligned. The procedure was continued on the same unit. The patient is currently in the intensive care unit. Siemens has requested additional information to proceed with further investigation.